Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. There was no indication of damage to the battery cap and no visible yellow o-ring; however, the battery cap was never replaced. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.